Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump while also being instructed to call back if the malfunction code reappeared.